Event description:
Blood to water leak of the chalice extracorporeal membrane oxygenation (ECMO) oxygenator, noted by alarming heater/cooler. Heater/cooler was alarming low or no flow due to blood in the heater/cooler reservoir.